Manufacturer narrative:
(B)(4). Taking under consideration our technician's findings and the incident description we can assume that the side rails were not correctly closed before showering as the device was malfunctioning. To lead to such a situation where the person falls from the shower trolley, the following sequence of the events must occur: the person needs to be misplaced from the center of the stretcher e.g.: by being placed on his side. The person on the trolley needs to put pressure with the weight of his body on the side rail. The side rail needs not to be closed properly and give way under the weight of the patient. Only as a consequence of such a scenario can a drop occur. For example a side rail simply failing while other factors would be according to the use procedure shown in the device IFU, would by itself not lead to a person dropping. Also in normal use when the resident is correctly positioned on a correctly functioning device no hazardous situation is likely to take place. When reviewing similar reportable events for concerto+basic shower trolley, we have found a number of cases with similar fault description, where the side rails were not closed securely, patient was put a side and fell. The trend observed for reportable complaints with this failure mode is considered to be low and decreasing. Taking into consideration that over (B)(4) concertos have been sold since 1996, the complaint ratio (B)(4) is considered to be low. Looking at the service records of this device the unit was not repaired previously by arjohuntleigh service, so there is no known service history or history of the catches or any parts being replaced prior. The device was being used for patient handling and in that way contributed to the event. The device was not up to the manufacturer specification at the time of event. We have not been able to find any contributing manufacturing anomalies. The failure mode at hand is in line with: not checking the device before use, poor maintenance of equipment as well as not making sure the patient is positioned correctly on the device, therefore use error could not be ruled out, our investigation is showing that if the IFU safety warnings are followed use of the device is not likely to lead to any patient or caregiver risk.

Event description:
It was reported by the customer that the resident fell off the concerto basic shower trolley during showering. The device was checked by the arjohuntleigh representative who confirmed that when the catches from the safety side were closed and there was a force put on the side rail, one of the catches gave in, allowing the side rail to drop. We found it to be likely the safety catch was not firmly closed as the side rail mounting was a little loose.